Event description:
The customer reported that the system displayed a collimator iris error and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator needs to be replaced. The customer elected to have a third party replace the collimator.